Manufacturer narrative:
Patient codes:n/a. Device codes:n/a. Internal file number - (B)(4). Na. Evaluation summary: a visual and dimensional inspection was performed on the returned guide wire. The reported stretched coils and wire break were confirmed. The reported difficulty to position/advance was unable to be confirmed due to the condition of the guide wire. A review of the electronic lot history record (elhr), review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. There was no damage noted to the guide wire during the inspection prior to use. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. The wire became compromised resulting in the proximal coils detaching from the adhesive loctite. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 190 cm turntrac guide wire was used; however, it met resistance with an unspecified balloon catheter during advancement and the coils became unraveled. However, there was no coil left inside the anatomy. Another unspecified turntrac guide wire was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.